Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcm20 locked. This resulted in perforation of the jugular (no transfusion needed). Hand sutures were used to complete the case. No further consequence to the pt.